Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination of the tip found no issues with the profile. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink in the mid-shaft 52mm from the hypotube bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06may2016. It was reported that a 2.25 x 16 synergy¿ drug-eluting stent could not be implanted due to the coronary anatomy. No patient complications were reported. However, returned device analysis revealed that the stent was detached.